Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and had tissue on it. A visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead was attempted but not used during implant surgery. It was noted that the lead would not unscrew from the patient's bundle area, had high thresholds and the lead would not disengage from the heart after fixation. Th e lead was explanted and replaced. No patient complications have been reported as a result of this event.